Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with high blood glucose levels and diabetic ketoacidosis (dka). After multiple good faith efforts to obtain more information we were unsuccessful. If any new information becomes available we will reopen the file and supplement our report.